Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. A date for explantation has not been made available so far.

Event description:
The patient hit his head, the skin was swollen with oedema and since the trauma the patient no longer has any hearing sensation.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient hit his head, the skin got swollen with edema and since the trauma the patient has no more access to sound with the device. An x-ray showed the electrode to be inside the cochlea.